Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mmvticmo implantable collamer lens of -4.5/1.0/034 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2023 the lens was exchanged for a same model and size lens with different power and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Device evaluation: h6-lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. (B)(4)